Event description:
It was reported that the rf (radio-frequency) head to programmer interface demonstrates intermittent telemetry. Also, the programmer lid is difficult to unlatch. The programmer and rf head were returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).